Event description:
It was reported that the patient presented to the hospital for cardiac arrest. Review of the remote transmission showed the right ventricular (rv) lead displayed intermittent undersensing possibly resulting in delay to detection/therapies and inappropriate ventricular pacing. The rv lead had intermittent oversensing, a decrease in r-wave amplitude, and a lead integrity alert (lia) occurred for high rate non-sustained episodes and sensing integrity counter (sic). The right atrial (ra) lead exhibited intermittent undersensing resulting in inappropriate atrial pacing at times and false termination of atrial tachycardia/atrial fibrillation (at/af) events. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.